Event description:
It was reported per medwatch report that the event involved a white female pt. Indications for use: central line placement. During the emergent placement of a subclavian central line by the doctor, the spring wire guide (swg) which had been placed into the pt vein and had been used to guide the central line catheter into place, became broken and inoperable. The coil that holds the swg together had become unraveled as it was being removed through the central line catheter. The central line catheter and swg had to be removed and two more attempts were made prior to obtaining central venous access. The central line catheter and swg were retained, examined and appeared to be intact. The pt was carefully monitored and showed no ill effects of this procedure.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.